Event description:
It was reported that the customer had called bd with some questions surrounding an over infusion event that was the result of a nurse not putting in the correct weight. There was patient involvement but no patient incident.

Manufacturer narrative:
Omit: c20, no findings available, d15, cause not established. Additional information: imdrf annex a,g,c and d codes and manufacturer narrative. The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. Root cause: the probable cause of the reported device was an over-infusion event that was the result of a nurse not putting in the correct weight was identified as a use error-weight programming. The tech support discussed the report in question and explained that it appears several things happened. The nurse incorrectly entered the patient's weight incorrectly and the order shows manual programming. The issue was resolved by entitlements for on-site refresher training for their staff. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer had called bd with some questions surrounding an over infusion event that was the result of a nurse not putting in the correct weight. There was patient involvement but no patient incident.